Event description:
It was reported the patient had tka surgery in 1998. After the primary surgery, the patient could normally walk and normally climb/descend the stairs. The patient had revision surgery in 2008, surgeon found osteolysis. The insert was worn and tibial base plate was broken.

Manufacturer narrative:
This is the same patient/event as MFR.# 2249697-2008-00349.